Manufacturer narrative:
(B)(4) inflation above rated burst pressure. The trek 2.0 x 15 (part 1012270-15, lot 0050761), trek 2.5 x 12 (part 1012272-12, lot 0042961) and trek 2.75 x 12 (part 1012273-12 lot 0041461) are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the complex procedure in the ostium of the heavily calcified left anterior descending artery, four trek dilatation catheters were used to pre-dilated the lesion. All four balloons ruptured when inflated above the rated burst pressure. Four non-abbott dilatation catheters were used and also ruptured. Reportedly, there was no adverse patient effect. Though requested, no additional event or patient information is available.